Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 378 mg/dl with unspecified ketones related to multiple loss of prime warnings with use of cartridge from the current box. The reporter indicated that the cartridges were used per the instructions for use and confirmed no known sudden changes in force or temperatures related to the event. This report is made based on the allegation that the patient experienced hyperglycemia associated with loss of prime warnings from use of the cartridge.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.